Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pcu alarmed low battery, then the battery discharged and shut off at 0326 on (B)(6) 2021. This occurred while a patient was being transported from CT scan back to intensive care unit. It was mentioned that the patient had a second cardiac arrest after the device battery discharge issue. Prior to being transported to CT scan and pump issue it was reported the patient had first cardiac arrest while in the ed. The medications infusing at the time of transport were as follows: norepinephrine at 30mcg/min, epinephrine at 2mcg/min, and fentanyl at 25mcg/hrs. Per report it was unknown to ICU staff if the pumps were plugged in prior to, or during CT. The patient was transported from the ed resuscitation room directly to the ICU. There were no stops along the way. It was mentioned that the patient passed away on (B)(6) 2021 at 1022.

Manufacturer narrative:
Omit: a0705 - battery problem (2885)g02002 - battery, type of investigation not yet determined, results pending completion of investigation, conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by bd .

Event description:
It was reported that the pcu alarmed low battery, then the battery discharged and shut off at 0326 on (B)(6) 2021. This occurred while a patient was being transported from CT scan back to intensive care unit. It was mentioned that the patient had a second cardiac arrest after the device battery discharge issue. Prior to being transported to CT scan and pump issue it was reported the patient had first cardiac arrest while in the ed. The medications infusing at the time of transport were as follows: norepinephrine at 30mcg/min, epinephrine at 2mcg/min, and fentanyl at 25mcg/hrs. Per report it was unknown to ICU staff if the pumps were plugged in prior to, or during CT. The patient was transported from the ed resuscitation room directly to the ICU. There were no stops along the way. It was mentioned that the patient passed away on (B)(6) 2021 at 1022.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu alarmed low battery and then shut off. This occurred while a patient was being transported from CT scan back to intensive care unit. It was mentioned that the patient coded and passed away. It was then reported by the biomedical staff that when they received the involved pcu, the battery was depleted.